Event description:
On (B)(6) 2012, the reporter called animas alleging that the up arrow keypad buttons is unresponsive and the down arrow keypad button is intermittently unresponsive. The patient reportedly wears the pump attached to a belt and cleans the pump with water. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunction remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 08/28/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the pump keypad buttons were observed to be intermittently responsive; the keypad was removed and contamination was observed under all of the button contacts. Unrelated to the complaint, the pump display screen was observed to be dim and discolored with a reddish coloration. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.